Manufacturer narrative:
An event of dissection through the ampulla and possible into the aorta was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 4-4 amplatzer piccolo was selected for implant for a (B)(6) days old, (B)(6) grams patient with the pda dimensions: 4.7mm pa end, 3.5mm center of duct, 4.1mm aortic end, and 10.1mm in length. The device deployed, but was not in an optimal position and may be mis-sized too small. The device was recaptured into the sheath by pinning the cable and moving the catheter over the device to maintain access to the pda. After removing the device, an additional angiogram was taken to reassess the morphology of the duct. A small dissection through the ampulla and possibly into the aorta was observed. The dissection was deemed to be very small and the patient remained hemodynamically stable. However, the user decided to abort the procedure due to the dissection. The user believe that the dissection is most likely caused by the tip of the delivery sheath as it was being advanced over the device to resheat it. The patient remained stable post procedure. The plan was to attempt to close the pda with a larger device, but the duct appears to be closing spontaneously.